Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Lens remains implanted. Device manufacture date: unknown as product serial number was not provided. (B)(4). The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient who have had bilateral implants recently had a multifocal intraocular lens (iol) explanted from her right (od) operative eye on (B)(6) 2019 due to unexpected postop refraction. The customer also indicated that the patient will soon need another (left os) in the other eye; however, there is no scheduled date provided. No additional information was provided. This report represents the left eye.